Event description:
Updated concomitant devices: radiolucent insertion handle femoral recon nail (part 03.033.001, lot l700501, quantity 1), nail (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: part: 03.010.523, lot: l788102. Manufacturing site: (B)(4). Release to warehouse date: 24 april 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary: the driving cap/threaded (p/n 03.010.523, lot: l788102) was received showing the threaded distal tip broken off and embedded in the returned insertion handle (part #: 03.033.001, lot #: l700501). The transverse fracture is at the most proximal thread form of the distal threaded tip. The driving cap in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned components of the device. The insertion handle (part #: 03.033.001, lot #: l700501) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: feature: diameter of shaft adjacent to distal threaded tip, specification: 7.8 mm +/- 0.1 mm, measured dimension: 7.78 mm, result: conforming. Measurement device: caliper ca802. Dimensional inspection of the threads could not be conducted as the threaded distal tip is broken off and embedded in the insertion handle. The remaining thread form does not provide an accurate measurement for any thread diameters. Document/specification review: the drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the driving cap/threaded (p/n 03.010.523, lot: l788102) as the threaded distal tip was broken off and embedded in the returned insertion handle (part #: 03.033.001, lot #: l700501). While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an open reduction and internal fixation of right femur, the driving cap broke off inside the insertion handle where they connect leaving the threads inside as the nail was been inserted into the femur. The handle was removed and replaced with a new handle. No fragments generated. Procedure was successfully completed with the delay of 30 minutes. There was no patient consequence. Concomitant device reported: radiolucent insertion handle femoral recon nail (frn) (part # 03.033.001, lot # l700501, quantity # 1), unknown handle (part # unknown, lot # unknown, quantity # 1), unknown nail (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).